Event description:
It was reported patient underwent a revision post implantation due to unknown reason.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)D10:Item # Unknown, Unknown Distal Humeral Component, Lot # Unknown,Item # Unknown, Unknown Proximal Humeral Component, Lot # Unknown,Item # 211226, COMPR SRS IC SEG - 90MM, Lot # 66983195,Item # Unknown, Unknown Assembly, Lot # Unknown.H6: Proposed Component Code - Mechanical (G04) - Head.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.